Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per the medical records review, post implant of marlex (bard flat mesh), morbid obese patient was diagnosed with fistula, obstruction, adhesions, hernia recurrence, bacterial and fungal infection thereby underwent repairs with mesh explant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use supplied with the device identify adhesions, fistula and hernia recurrence as possible complications. The warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ this emdr represents bard flat mesh (device #1). An additional supplemental emdr was submitted to represent composix kugel mesh (device #3) and an emdr was submitted to represent bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the patient's attorney: (B)(6) 1996 - patient was diagnosed with incisional hernia thereby underwent open repair with marlex (bard flat mesh) (device #1). Per the operative notes, ¿it was found to have three to four separate small fascial hernia defects near the umbilicus and were dissected. A strip of marlex was fashioned long enough to cover this entire defect and then sutured to the fascia.¿ (B)(6) 1999 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with marlex (bard flat mesh) (device #2). Per the operative notes, ¿a large defect was noted in the upper abdomen incarcerated which had slipped through the anterior abdominal wall, facia and marlex to the right of the midline just inferior to the umbilicus. This was carefully freed and reduced. An additional hernia was noted in the lower abdomen, had marlex (device #1) covering missing anteriorly. The repair was completed by reinforcing with marlex (device #2) anteriorly over the upper half of the incision in the area that had not previously had marlex (device #1) placed.¿ (B)(6) 2002 - patient was diagnosed with symptomatic cholelithiasis and chronic cholecystitis thereby underwent laparoscopic cholecystectomy. (B)(6) 2004 - patient was diagnosed with incarcerated recurrent incisional hernia with the previous marlex mesh seen at the site thereby underwent open repair with composix kugel mesh (device #3) and small bowel resection. Per the operative notes, ¿a large hernia sac at the umbilicus and the right of the midline was encountered. This hernia sac was dissected free. The adhesions between this bowel and sac were taken down. A piece of composix kugel mesh (device #3) was placed into the abdomen below the fascia. The marlex side of this mesh was then sewn to the abdominal wall.¿ (B)(6) 2010 to (B)(6) 2011 - patient frequently visited hospital since patient developed some breakdown of skin overlying ventral hernia and had some drainage of foul-smelling. Patient also had abdominal wall fistula and had catheter placement. (B)(6) 2011 - patient was diagnosed with colocutaneous fistula secondary to chronic mesh erosion into colon thereby underwent excision of abdominal wall mesh circumferentially. Per the operative notes, ¿composix kugel mesh (device #3) was eroding into the colon at an umbilical hernia repair site resulting in fistulization. Adhesiolysis was performed. There was additionally mesh (device #1 & device #2) that had been placed in onlay position to the abdominal wall adherent to fistula. This was therefore, circumferentially removed from the abdominal wall in the majority. Biological meshes were placed on top of this and sutured." Attorney alleges that the patient had adhesions, fistulae, infection, nerve damage, hernia recurrence, mesh migration, emotional injuries. It also alleges that patient underwent a procedure on (B)(6) 2011 for debridement and evacuation of superficial wound infection, placement of irrigating drains and subcutaneous tissue flaps, placement of external skin retention sutures, creation of a modified wound vac for abdominal wound coverage.